Manufacturer narrative:
The report faxed into coopersurgical was lacking details. The user facility has been contacted. The user facility indicated an investigation was underway and would forward additional information. Scalp trauma, skull fracture and hemorrhage are among the fetal injuries listed on the operational guidelines for the extractor cup. As of this report, no additional information has been received. When the requested additional information becomes available, this report will be supplemented as appropriate. Add'l model number: 10004. Add'l lot number: 51454.

Event description:
Unexpected fetal death during delivery.